Manufacturer narrative:
It was clarified through good faith efforts (gfe) that the device was not in use on a patient at the time of the event, so there was no patient involvement. The remote service engineer (rse) used philips remote services (prs) to connect remotely to the server. The rse tried to reboot the host, but the issue was not resolved. The rse found that one or more beds failed to be assigned to a sector when trying to clear the bed from the sector. The rse unassigned the monitor and x2 from the bed and reassigned, but the issue was not resolved. The rse advised to delete the bed from the pic ix then re-add & re-assign all equipment, and this resolved the issue. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The device was operational after deleting and reassigning the bed from the system.

Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer with troubleshooting. The rse deleted the bed from the patient information center ix and then added it back and reassigned all equipment. Which resolved the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The clinical user reported only one bed has a frozen ECG wave and requested help clearing this bed from the central monitoring station. It was reported the device was in clinical use but there was no patient involvement.